Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed psi (pounds per square inch) testing found during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "the device failed psi testing" was not reproduced. The device was tested for downstream occlusion detection and passed. The event history log (ehl) review was performed and revealed multiple events of "downstream occlusion!" Alarms however test failures cannot be determined through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.